Manufacturer narrative:
Section h6 (medical device problem code) was corrected.

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed the load cell characterization test. The root cause of the noted issue was the failed load cell #2, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2008 and is almost 17 years old. The failed load cell #2 must be replaced to remedy the issue. The customer declined the service quote. The autopulse platform will be scrapped by zoll. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).